Event description:
Customer reported multiple occlusion events that happened earlier in the day, and an alarm 2 was triggered during one of these events. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl or read "high" on the cgm. Customer resolved the issue by changing the infusion set and cartridge and resumed insulin, and cts closed the case since the caller declined additional assistance.